Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at change of shift, a fentanyl syringe contained 2ml more than expected. No additional information is available.